Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported that during clinic visit this patient's controller was noted to have a crack on the data port connection that prevented the monitor cable from being able to connect. The controller was exchanged  without any complications and the patient returned home. No further information was provided.

Manufacturer narrative:
The reported event of a cracked serial port was confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device passed functional testing but failed visual inspection due to a cracked serial port. The most likely root cause of the reported event can be attributed to mishandling of the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.